Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting loss of capture, high thresholds and decreased sensing. Fluoroscopy revealed the lead had pulled back and was now located near the tricuspid valve (tv). A revision procedure was performed and defibrillation testing (dft) failed as the rv distal coil was not located deep enough into the rv. Therefore, this lead was explanted and a new lead was implanted and will be utilized for defibrillation. The rate sense portion of an existing lead will be utilized for that function. Dft testing was successfully completed with the replacement lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the two returned lead segments did not identify any abnormalities that would have contributed to the reported clinical observations. All of the lead damage was the result of the explant procedure. No other adverse events have been reported. This product issue will be updated if additional information is received.